Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 500 mg/dl, developed ketones and was currently admitted to hospital. It was unknown whether the auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.